Event description:
Baxter received a customer complaint in which the device infused 44 ml of 5fu and normal saline solution 9.3 hours earlier than expected. It was reported that no pt injury or medical intervention resulted from this incident.